Event description:
A patient reported experiencing inaccuate erratic results with a surestep meter. The patient's blood glucose results were 200 and 150 mg/dl. Tests were done 10 minutes. Patient did not experience any adverse event. No further information has been reported.